Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, the implantable cardioverter defibrillator exhibited a connector anomaly. When connected to the pacing system analyzer, no electrical anomalies were noted. However, when the device was connected to a lead, the device was not sensing any r-waves and high impedance measurements were noted. The lead was noted to have been properly fixed and there was no fluid in the header. The setscrew was also fully tightened and yet the behavior persisted. The device was removed and the procedure was completed successfully with another device. The patient was stable following the procedure and would continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.